Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was 412 mg/dl. The insulin pump's battery cap was stuck and the battery needed to be changed. Pieces were breaking off when she tried to open the battery cap. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.